Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot m19136t302 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 16 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the product "did not suction saline at irrigation port. Wetpak was connected to it. The suction catheter was replaced for new one. No patient injury." Additional information received 09-jan-2020 indicated that patient information was not provided. The facility has used product since 2016. The product was no altered in any way prior to use. The patient had a tracheostomy tube and the product was in use for 72 hours. Surgery and resuscitation were not involved. There were no ventilator alarms and the tubing did not become unattached. The reported event happened after suctioning. The reported event did not result in any type of ventilator alarm. The thumb valve retracted properly. There was no need to extubated and reintubate the patient. Patient's current status is "there is no problem with the patient's condition currently."